Manufacturer narrative:
A dräger service engineer was dispatched who could verify the reported ventilator failure and trace it back to problems with the vacuum pressure. The vacuum pressure is required to keep the ventilator diaphragms in place and to prevent wrinkling during piston operation. It could be further determined that the upper diaphragm produced intermittent failures to seal the vacuum pressure appropriately. The fse replaced the diaphragm. The device was subject to complete testing, was found fully compliant to specifications and could be returned to use. Dräger finally concludes that the device responded as designed to a detected deviation - the automatic ventilation was shut down to prevent from serious mechanical damages and the user was alerted to this condition by means of a corresponding alarm. Manual ventilation remains possible in this state which allows the user to finish the procedure or at least to bridge the time until a replacement device will be available. This concept has obviously worked as intended - no patient consequences have been reported in this particular case. This concept has obviously worked as intended in the particular case - no patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported there was a ventilator fail during use. There was no injury to the patient.